Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: there was no damage found to the battery compartment and no evidence of moisture observed inside. There was an evidence of pump reboots observed in the black box history. A new test battery cap was able to fully attach to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with a test battery cap and cartridge cap; no pump reboots were duplicated. The pump passed the leak test. The pump cover was removed and no evidence of internal moisture or damage was found internally. The power complaint was confirmed in the black box history, but not duplicated during testing. There was no moisture observed in the pump. Performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.